Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This medwatch report is in response to receipt of a user facility medwatch (B)(4).

Event description:
It was reported that a patient underwent a repair of a second degree perineal laceration on (B)(6) 2019 and suture was used. The suture pulled off the needle while repairing the top portion of the second degree. After assessing the patient's vagina, the needle was found at the apex (slightly deep) of the second degree. There were no patient consequences reported.